Event description:
It was reported that the customer had been having high blood glucose levels and does not understand why. Customer stated that his readings start off good and when he does a set change, (after 4-5 hours later) he will start to have high blood glucose levels. Customer mentioned be hospitalized, but not for diabetes. Customer was in the hospital for 3 weeks and then went to a nursing home for rehab. Customer was treated in hospital with insulin on a sliding scale. Customer's blood glucose level was 261mg/dl. Customer did not contact their health care professional for their high blood glucose levels. Customer has not yet treated. Customer was assisted with correcting time and date settings. Basal settings were reviewed and found to be correct. Customer had a no power alert in the alarm history. Customer stated that he was in the hospital at this time. Customer checked his blood sugar reading and it was 58 mg/dl. Customer drank some milk to bring it back up. Customer was unable to complete

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.